Manufacturer narrative:
(B)(4). The customer returned a connector assembly for evaluation. Signs-of-use in the form of residue was observed on the inside of both extension lines. Visual examination revealed the red (arterial) luer hub contained a large crack. The damage appeared consistent with repeated tightening on the luer. The connector assembly was functionally tested by flushing both lumens using a water-filled lab inventory syringe. When the arterial line was flushed, water leaked from the cracked in the luer hub. No leaks were detected with the venous line. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial (red) luer hub contained a large crack. The appearance of the crack is consistent with over-tightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported on (B)(6) 2020, catheter was placed for "renal replacement blood purification treatment". On (B)(6) 2020, "it was discovered that the arterial end of the catheter was cracked and leaking, so the catheter was replaced for treatment". No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported on (B)(6) 2020, catheter was placed for "renal replacement blood purification treatment". On (B)(6) 2020, "it was discovered that the arterial end of the catheter was cracked and leaking, so the catheter was replaced for treatment". No patient harm was reported. The patient's condition was reported as fine.